Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had stored an event in which a premature ventricular contraction (pvc) had been undersensed and subsequent pacing was delivered, ventricular fibrillation (vf) was possibly induced by the undersensing, and was successfully terminated with a shock. Noise in the ra channel was noted. Technical services (ts) was consulted and recommended considering reprogramming settings. This ICD system remains in service. No additional adverse patient effects were reported.